Event description:
Possible diagnostic cells outside field of view. No triggers were found. One group of 6 lsil cells found on the slide during routine qc. Rare lsil cells, clean background with some inflammation was on slide. Customer will continue to hold cases for future cytology application support specialist visit.